Manufacturer narrative:
Concomitant medical products: product ID 39286-65 lot# serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 30-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the lead wasn't buried deep enough initially and it came up through the skin. The patient said there was a revision surgery in 2015. No further complications were reported.